Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the customer's report was observed and the digital board was replaced. The device was recertified and returned to the customer. The digital board was returned to zoll medical (B)(4); the customer's report was duplicated and attributed to the digital board not being programmed. The software was reloaded on the digital board to resolve the report. It cannot be determined how the software error occurred. Analysis for reports of this type has not identified an increase in trend.